Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead triggered a rv pacing lead impedance out of range alert. The lead polarity was changed to unipolar pacing and sensing. Also, nearly a hundred ventricular tachycardia (vt) and non-sustained ventricular tachycardia events were recorded due to over sensing of noisy signals, caused by the sensing polarity in which the lead was at that point. There was no asystole nor pacing inhibition greater than two seconds. The patient is now in an assisted living facility where the health care professional might have the field representative go to complete a full evaluation on device. It was recommended to consider a possible split configuration of the rv lead to unipolar pace and bipolar sense. Additional information was received from the field after reviewing a new episode in which atrial pauses were observed. Furthermore, the rv over sensing of myopotentials was observed again and, in this case, the over sensing appears to be greater than two seconds, causing pacing inhibition. It was discussed that the patient appears to have sinus node dysfunction as well with no atrial escape during this time either. Possible reprogramming of rv lead around sensitivity was discussed, but the health care professional mentioned a new lead, as well, which would be ideal rather than attempting to program around. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead triggered a rv pacing lead impedance out of range alert. The lead polarity was changed to unipolar pacing and sensing. Also, nearly a hundred ventricular tachycardia (vt) and non-sustained ventricular tachycardia events were recorded due to over sensing of noisy signals, caused by the sensing polarity in which the lead was at that point. There was no asystole nor pacing inhibition greater than two seconds. The patient is now in an assisted living facility where the health care professional might have the field representative go to complete a full evaluation on device. It was recommended to consider a possible split configuration of the rv lead to unipolar pace and bipolar sense. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right ventricular (rv) lead triggered a rv pacing lead impedance out of range alert. The lead polarity was changed to unipolar pacing and sensing. Also, nearly a hundred ventricular tachycardia (vt) and non-sustained ventricular tachycardia events were recorded due to over sensing of noisy signals, caused by the sensing polarity in which the lead was at that point. There was no asystole nor pacing inhibition greater than two seconds. The patient is now in an assisted living facility where the health care professional might have the field representative go to complete a full evaluation on device. It was recommended to consider a possible split configuration of the rv lead to unipolar pace and bipolar sense. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.